Event description:
A home patient contacted baxter technical service center regarding a system error 2240 that appeared on the display of the home patient's homechoice machine during drain 2 of his automated peritoneal dislysis therapy. Per the initial report, the pateint disconnected from the homechoice machine. The machine alarmed, then the patient connected to the homechoice machine. Baxter's technical service center assisted the home patient in ending the therapy early. No patient injury or medical intervention was indicated at the time of the initial report.